Event description:
On (B)(6) 2009, the patient reported that he was in a hurry this morning while changing his insulin cartridge and he forgot to attach the infusion tubing and adapter to the cartridge prior to insertion into the infusion device. When the insulin cartridge was inserted into the infusion device, insulin was pushed out and into the cartridge compartment. He stated that insulin was covering the piston rod and approximately 1/2 an inch of insulin was spilled into the cartridge compartment. The patient was assisted in switching to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.